Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited oversensing due to interference from a the bone growth stimulator used during therapy. The physician has requested that the patient lie down when using the bone stimulator to resolve the oversensing.